Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that the patient had feint leg stimulation and "tingles" on all programs. This occurred during normal use. The patient had seen a doctor and planned to have the device reprogrammed. She asked for a lead revision, but did note that she had great symptom control. Reprogramming was performed. Surgical intervention was reportedly planned but not scheduled. The issue was not resolved at the time of this report.